Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the set fell off and infusion set's tubing came apart while sleeping during the night. The site location was at the back of the thigh and the infusion had been in use for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.